Event description:
A pt with a previously placed graft (MFR unk), underwent evar repair on (B)(6) 2015. The previously placed graft had developed an endoleak and an aneurysm was forming from the bifurcation and the right iliac artery, so the physician placed a renu main body and a zenith iliac leg graft with spiral-z technology to reline the previously placed grafts. During the repair procedure there was a type 1 endoleak that was repaired by placing another MFR's stent (1820334-2015-00155). Also, one of the device experienced a valve leak and the pt was given one liter of blood (1820334-2015-00092). The procedure did last longer than anticipated.

Manufacturer narrative:
(B)(4) . The event is currently under investigation.